Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Toothbrush broke / the part that rotates to brush teeth became detached [device breakage]. No adverse event [no adverse event]. Case description: a reporter stated via e-mail on (B)(6) 2016 that her partner of unspecified age had an oral-b power rechargeable toothbrush handle smart series that was broken and currently did not work. The reporter elaborated that the part of the oral-b brushhead, version unknown that rotated to brush teeth became detached. The reporter noted that none of her partner's teeth were actually broken. No symptoms developed.